Manufacturer narrative:
Occupation: lead tech. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for a drainage procedure. During the procedure, it was noted the hub was leaking and the mac-loc lever would not stay in the locked position. The device was removed and another device was used to complete the intended procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation evaluation: on 24mar2022, cook medical inc. Received a complaint from mr. Randy schmedeman, a representative at the oregon health & science, located in the city of portland or. When using an ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult10.2-38-25-p-6s-clm-rh, lot unknown), it was discovered the device was leaking out of the hub. Another device was opened and used to complete the intended procedure. The patient did not experience any adverse effects due to this occurrence,reviews of the documentation, including the specifications, instructions for use (IFU) and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation.one ultrathane mac-loc locking loop multipurpose drainage catheter was returned in a used condition. During tabletop testing using a syringe and water, it confirmed fluid to be escaping between the connecting cap and mac-loc body. A visual examination confirmed that the cap and mac-loc body were within the acceptable gap range. The cap and mac-loc body was disassembled, confirming the flare to be intact, with no evidence of tearing. Upon a further review, thread marks were discovered to be present in the bell of the flare, creating a channel for leakage. Based on this discovery, cook medical concluded the flare was manufactured out of specification.additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of nonconforming product related to the reported failure mode. The customer did not provide a lot number for the ultrathane mac-loc locking loop multipurpose drainage catheter. Cook medical inc. Performed an expanded sales search for the reported device, shipped to this customer between 24mar2017 up to 24mar2022; however, the complaint lot was unable to be identified. A review of the device history record (DHR) was unable to be performed. Cook reviewed the product labeling for the complaint device. The instructions for use (IFU) [ t_multi_rev5, multipurpose drainage catheter] states the following. Precautions: "a tfe-coated wire guide must be used with ultrathane® catheters.""unlocking catheter loop for mac-loc® locking loop mechanism: a. While stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. B. Pry upward until the locking cam lever is free. (Fig.6)note: for catheter exchange, advance the distal end of a wire guide into the locked loop configuration of the catheter before unlocking the mac-loc assembly. Release the mac-loc as described above. Advance the wire guide through the catheter end hole. Cather exchange can now be performed."how supplied:"upon removal from package, inspect the product to ensure no damage has occurred."although the investigation determined the device was manufactured out of specification, a review of the dmr and supplied IFU suggests there are no nonconforming devices in house or out in the field.based on the information provided, examination of the returned product and the results of our investigation, a definitive cause for the reported failure can be traced to a manufacturing deficiency. The appropriate personnel have been notified.per the risk assessment no further action is required.we will continue to monitor for similar complaints.this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.